Manufacturer narrative:
This case was initially received via regulatory authority (reference number: r2024478) on (B)(6) 2020. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of menstruation irregular ('irregular periods') in a female patient who had essure (batch no. C26935) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menstruation irregular (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue"), myalgia ("muscle pain"), burning sensation ("burning in the legs"), pain in extremity ("leg pain"), facial pain ("facial pain") and depression ("depression"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the menstruation irregular, fatigue, myalgia, burning sensation, pain in extremity, facial pain and depression had resolved. The reporter provided no causality assessment for burning sensation, depression, facial pain, fatigue, menstruation irregular, myalgia and pain in extremity with essure. Batch no c26935 production date 2014-02-18 expiration date 2017-02-28 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 8-jan-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 29-dec-2020. This spontaneous case was reported by a consumer and describes the occurrence of menstruation irregular ('irregular periods') in a female patient who had essure (batch no. C26935) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menstruation irregular (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue"), myalgia ("muscle pain"), burning sensation ("burning in the legs"), pain in extremity ("leg pain"), facial pain ("facial pain") and depression ("depression"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the menstruation irregular, fatigue, myalgia, burning sensation, pain in extremity, facial pain and depression had resolved. The reporter provided no causality assessment for burning sensation, depression, facial pain, fatigue, menstruation irregular, myalgia and pain in extremity with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.